Event description:
An oval snare was used for a therapeutic polypectomy. During the procedure, while trying to remove the polyp, the snare got stuck around the polyp. The pt was taken to surgery where the snare wire was removed.